Event description:
It was reported that the intraocular lens (iol) had bent/ broken haptic. There was contact with patient's right eye and the issue was noticed while inserting the lens into the eye. The procedure was completed using another lens of same model and diopter and the patient has recovered. No further information was available.

Manufacturer narrative:
Age: unknown, information not provided. Patient weight: unknown, information not provided. Ethnicity/race: unknown, information not provided. If implanted, give date: unknown, information not provided. If explanted, give date: unknown, information not provided. Device evaluation: product testing could not be performed since the product was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed and no non-conformance report (nc) was found as part of this manufacturing records review. The product was manufactured and released according to specification. A search in complaint system revealed that one additional complaint was received from this production order which was voided and no escalation was required. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: feb 2, 2022. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed viscoelastic residue on the optic body and haptics. The lens was cleaned, and haptic damage was observed. No further issues were identified. The complaint issue could be confirmed; however, this may be attributed to handling during insertion, and cannot be confirmed to be related to a manufacturing issue. Therefore, no product deficiency could be identified. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.